Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph revealed a black particle in the tube, which was visually consistent with a burn mark from the extrusion process of the tube. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were particles observed in a clearlink solution administration set. This was noted during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.